Event description:
Complainant alleged that during biomed testing, the AED device powered on in manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The field experience of no communication is belived to be caused by interference from the patient's lvad system. The interference does not affect device functionality.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that at follow-up one day post implant, communication could not be established with the device. It is noted that the patient has a lvad. The device was explanted.